Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, tissue was sticking to the jaws of the device. The surgeon had cleaned the jaws with sterile water and a sponge. The issue occurred with single and double activations. The surgeon was using the handpiece with the forcetriad generator. There was no patient injury and the case was completed with the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.